Event description:
Per the clinic, the patient underwent a skin flap thinning surgery (date not reported) due to poor magnet retention and unable to keep the processor coil in place. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.